Event description:
It was reported that the patient was having extended and frequent ipg charging. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted ipg was discarded in the operating room.

Manufacturer narrative:
Exact date unknown, event occurred at least six months from date manufacturer was made aware.